Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. After a legal guardian called in, technical support provided information on resetting the pump and assisted them in the process. The malfunction did not recur, allowing the customer to continue using the pump. They were advised to call back if the issue reappears, and the instructions were understood.